Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6). During the procedure, while advancing the sep6 through an indigo system aspiration catheter 6 (cat6), resistance was encountered and sep6 kinked; therefore, it was removed. The procedure was completed using a new sep6 and the same cat6. There was no report of an dvers effect to the patient.